Event description:
A trilogy 200 was returned to a third-party service center for preventive maintenance and calibration. There was no harm or injury reported. The device was not in patient use. During the initial evaluation a ventilator inoperative alarm was observed. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a trilogy 200 was returned to a third-party service center for preventive maintenance and calibration. There was no harm or injury reported. The device was not in patient use. During the initial evaluation a ventilator inoperative alarm was observed. The evaluation states the blower failed to start causing the ventilator inoperative alarm condition. There is no documentation of any component replaced for this issue. Additionally, not related to the reportable issue, the rear enclosure, rubber feet, pollen filter and maintenance label were replaced due to damage/missing/preventive maintenance. The device was tested and passed all final testing. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.